Event description:
On 12/jun/202, fresenius became aware this 72-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis on (B)(6) 2026. Follow-up conducted on (B)(6) 2026 with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided). However, on (B)(6) 2026 the patient¿s preliminary peritoneal effluent culture result returned positive for pseudomonas aeruginosa, and the patient¿s current antibiotics were discontinued. On (B)(6) 2026, the patient¿s nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to ¿back up¿ hd without any reported issues, and the patient¿s abdominal pain has resolved. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene while the patient was away on vacation. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is recovering from the serious adverse events and was discharged on (B)(6) 2026 and began outpatient hd shortly after. The patient was prescribed intravenous (IV) meropenem for 21 days (dose, frequency not provided) and will be reevaluated in 30 days for a possible return to ccpd for rrt.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic(s) therapy. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene during a recent vacation. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction.